Event description:
Per the clinic, the patient experienced an infection at the implant site, exposing the device. Subsequently, the patient was hospitalized (date not reported) in order to be treated with IV antibiotics (date and duration not reported). The patient also underwent a skin revision (date not reported) to remove the pus from the infected site. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on february 20, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 02, 2024.